Event description:
It was reported that a ventricular oversensing episodes were observed on the device. Upon review of session records, it was noted that the device was oversensing external electromagnetic interference (emi) as vf. The patient did not receive therapy during the oversensing. Programming changes were discussed and the changes will be made at the next device check. The patient was stable.

Event description:
New information received states that the patient presented via merlin.net transmission on (B)(6) 2017, inappropriate tachy episodes that was caused due to oversensing was noted. The patient received inappropriate atp due to the oversensing. It was also noted that the device was in back up vvi mode and abbott technical support recommended not attempting to restore to normal parameters. The physician and patient decided to leave the device in bvvi mode and not replace the device since the patient has left ventricular assist device (lvad) and is currently on the heart transplant list. The patient was stable before, during and after the interrogation.